Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant medical products: depuy asr xl fem imp size 45 hip asr femoral head; asr acetabular implant 50 hip asr acetabular cup; taper sleeve adapter 12/14 +2 hip asr femoral sleeve/augment; unknown hip femoral stem. (B)(4).

Event description:
On (B)(6) 2009: depuy asr¿ xl acetabular systems were implanted. Reportedly patient had been suffering aggressive painful hips. Revision surgery was conducted on (B)(6) 2018 in (B)(6) hospital.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Further review of this complaint identified that a duplicate complaint ((B)(4)) has been raised for his event. Further investigation information can be referenced through (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).